Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of pump collapsed was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. Both cylinders had wear at fold in cylinder body. This wear would not affect the functionality of the device. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that inflatable penile prosthesis (ipp) pump exhibited malfunction. The pump was dimpled. Patient underwent a surgical procedure one year after implant. Pump and cylinders were explanted and replaced. Procedure was successful and patient did not experienced any adverse patient effects.

Event description:
It was reported that inflatable penile prosthesis (ipp) pump exhibited malfunction. The pump was dimpled. Patient underwent a surgical procedure one year after implant. Pump and cylinders were explanted and replaced. Procedure was successful and patient did not experienced any adverse patient effects.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes the visual inspection of device did not show any leaks on the cylinder or the pump. Functional analysis of the device showed the cylinders performed within specification; however the pump failed the activation test. The pump therefore required more than 8lbs. Of force to activate. Based on the activation issue observed, the reported allegation is confirmed. Device history review (DHR) review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records was completed and found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis visual inspection of the device did not show any leaks in the cylinders nor the pump. Functional analysis performed identified that the cylinders performed within specification. The functional analysis performed on the pump, identified that the pump failed the activation test. The pump therefore required more than 8lbs. Of force to activate. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion an investigation conclusion code of caused traced to component failure was chosen, as product investigation identified device malfunction with the returned pump.

Event description:
It was reported that inflatable penile prosthesis (ipp) pump exhibited malfunction. The pump was dimpled. Patient underwent a surgical procedure one year after implant. Pump and cylinders were explanted and replaced. Procedure was successful and patient did not experienced any adverse patient effects.